Event description:
It was reported that the patient underwent an explant surgery to remove an inflatable penile prosthesis (ipp) and artificial urinary sphincter (aus) because they developed a scrotal abscess. All the components of the ipp were explanted except for the reservoir. No further patient complications were reported. The explanted ipp and aus components are not expected to be returned. A supplemental report will be filed should additional information received or the device returned for analysis.